Event description:
It was reported that during an un-specified coronary procedure, the 2.75 x 20 mm nc trek balloon catheter was advanced, but met resistance with the guiding catheter. The proximal portion of the shaft kinked, and then separated. The separation occurred outside the patient anatomy, and the device was easily removed. A new nc trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation and kink was confirmed. The reported resistance with the guiding catheter could not be tested/confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.